Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: one powerport ti isp with a catheter in two segments were returned for evaluation and four medical images were provided for review. Visual, microscopic and functional evaluation were performed. The investigation is confirmed for the reported catheter break and fracture as a circumferential break was identified approximately 2mm from the cath-lock. The catheter break segment was jagged and the texture on the break appeared rough and granular which are characteristic of flexural fatigue. A spilt was noted on the proximal end of the catheter within the cath-lock. The investigation is confirmed for catheter break and catheter migration to right atrium as a small amount of catheter attached to the port hub and the rest of the fractured catheter tubing is located overlying the svc and right atrium is evident in the provided medical images. Based upon the available information, a definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 09/2015), g3, g4, h6(device: 2988). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that some time post port device implant in the right chest wall for venous access, imaging identified that the catheter allegedly fractured (broke) near the nozzle from the port body and migrated into the right atrium. It was retrieved without incident. It was reported that the patient underwent fibrin sheath stripping procedures. A new port was placed at the same time as removal and foreign body retrieval. The patient status is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. Medical images were received. The investigation of the reported event is currently underway. Medical device - expiration date: 09/2015.

Event description:
It was reported that some time post port device implant in the right chest wall for venous access, imaging identified that the catheter allegedly fractured (broke) near the nozzle from the port body and migrated into the right atrium. It was retrieved without incident. It was reported that the patient underwent fibrin sheath stripping procedures. A new port was placed at the same time as removal and foreign body retrieval. The patient status is unknown.